Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient was unable to connect the ipg with their patient controller. The healthcare provided was unable to connect with the ipg either with their clinician programmer. Troubleshooting was unable to resolve the issue.